Event description:
A healthcare provider (hcp) reported high impedances on an implantable neurostimulator (ins) during the implant surgery on (B)(6) 2016. A customer service representative (cs) tried drying the implant components, changing the reference in impedance results and checking the therapy impedance but the issue did not resolve. It was noted that the surgeon requested a new ins battery and the hcp planned to return the high impedance battery for analysis. A second battery was placed, the issue was resolved and the patient completely recovered. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted for the ins return status, but no further information was received at this time. The indication for use for the implanted device is unknown.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received form the manufacturer representative indicated that the device was shipped on (B)(6).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.